Event description:
Pt had surgery 6/19/97. Procedure - exploratory laparotomy with lysis of adhesions, pre-sacral vaginal suspension and posterior culpoperi, orrhaphy. Returned to or 6/23 for removal of internal piece of drain physician relates that outside reservoir tubing broke - leaving internal piece loose in pt.